Event description:
It was reported that the patient got granuloma. The patient did not have a lot of symptoms. He had surgery to get part of the granuloma removed off the ¿tip¿, but not all of it was able to be removed. The patient had not been reimaged in a while to see where or how big the granuloma was currently. The health care provider decided to fill the pump with saline. The device was going to be explanted at some point, but the exact date had not been determined. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot # l81805, implant: (B)(6) 2000, product type catheter. (B)(4).